Manufacturer narrative:
(B)(4). Batch #: p92p4t. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was nonfunctional. However, it worked properly with footswitch assembly. The ¿replace handpiece¿ alert screen advises that the handpiece has failed to perform the internal diagnostic routines and the generator will not be able to operate the handpiece reliably. However, no alert screens were displayed at any time during testing. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ¿replace handpiece¿ alert screen was displayed by the generator. Changed to another device to complete the surgery. There was no patient consequence reported.